Manufacturer narrative:
Patient age: in his 60's. The manufacturer¿s international service technician was unable to duplicate the reported issue. However, proximal pressure display was 0.4 hpa when pressure was set to 1hpa. Da pcba (data acquisition printed circuit board) was replaced. (B)(4).

Event description:
The international customer reported proximal pressure line disconnect alarm occurred frequently. At first, leak value was 60-70 l/min, so mask fitting was adjusted, circuit and filter, etc. Were also replaced but the issue was not fixed. Proximal pressure line was reconnected but the alarm persisted. The unit was replaced with another v60 vent, mask+circuit+filter used with the failed unit were used on 2nd unit and the alarm did not occur. S/t mode, ipap: 14, epap: 5, rate: 15, ti: 1.0, fio2: 50%, perfor max spu mask used. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The data acquisition (da) board was received at the v60 vent manufacturing facility for evaluation. The da board was installed in a test ventilator in an attempt to duplicate the reported problems of proximal pressure line disconnect alarm occurred frequently, and proximal pressure display was 0.4 hpa when pressure was set to 1hpa. The unit operated without generating any failures, the reported complaint could not be duplicated, and no errors were generated. Additionally, the unit passed the pressure accuracy test, the proximal pressure was within specification. The root cause for the reported issues that occurred with the customer's returned unit could not be identified based on testing and evaluation of the replaced da board.